Event description:
Patient implanted with a pdl at l4-l5 showed perfect placement 3 weeks status post. At 6 weeks status post, the patient reported an odd sensation with pain; x-rays revealed that the entire pdl had come out of the vertebral body. The patient was revised to an alternate system. This is the first of three reports for this event.

Manufacturer narrative:
Device is in the investigation process.